Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter and 147 mm in length abdominal aortic aneurysm. The proximal neck was 26 mm in diameter and 16 mm in length. The proximal neck was conical and angulated. The patient had bilateral common iliac aneurysms. It was reported that the patient has a hostile aortic neck but was not a candidate for open repair. Due to the angulation of the aortic neck the physician had difficulties advancing the delivery system to the intended landing zone. During deployment the stent graft slipped distally resulting in it being implanted lower than intended. A proximal type I endoleak was observed. The physician elected to implant a 36 mm endurant cuff. However, there was still an endoleak so the physician implanted another manufacturer¿s 4010 stent graft and used a 30mm balloon. After several inflations the endoleak was almost eliminated. There was still a small blush. The physician stated that the cause of the event was due to the difficult angled conical short neck. No additional clinical sequelae were reported and the patient is fine.